Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 04/2021).

Event description:
It was reported that during an angioplasty procedure through right femoral artery via contralateral approach, the balloon allegedly failed to inflate. The procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported that during treatment through right femoral artery via contralateral approach the balloon allegedly failed to inflate. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one lutonix 035 drug coated pta dilatation catheter has been received for the evaluation .on the visual evaluation. The device was noted bloody and no other specific anomalies were noted. On the functional evaluation, the guidewire lumen was successfully flushed then the guidewire was advanced from the distal tip to the guidewire port without any issue. The balloon was able to maintain the shape and pressure when the negative was applied, then the balloon inflated partially when the presto device was disconnected. On further the balloon has been inflated using an presto inflation device, then the water starts leaking from distal end of the balloon before reaching the 8 atm. Under the microscopic observation, the pinhole rupture was located at the distal end. Therefore the investigation for the reported inflation issue has been confirmed as the water starts leaking from the balloon upon inflating the device. The investigation for the identified balloon rupture was also confirmed as the water starts leaking from the pinhole ruptured region of the balloon during inflation. The identified balloon rupture is likely the root cause for the reported inflation issue. However, a definitive root cause for the reported inflation issue and the identified balloon rupture could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2021), g3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one lutonix 035 drug coated pta dilatation catheter has been received for the evaluation .on the visual evaluation. The device was noted bloody and no other specific anomalies were noted. On the functional evaluation, the guidewire lumen was successfully flushed then the guidewire was advanced from the distal tip to the guidewire port without any issue. The balloon was able to maintain the shape and pressure when the negative was applied, then the balloon inflated partially when the presto device was disconnected. On further the balloon has been inflated using an presto inflation device, then the water starts leaking from distal end of the balloon before reaching the 8 atm. Under the microscopic observation, the pinhole rupture was located at the distal end. Therefore the investigation for the reported inflation issue has been confirmed as the water starts leaking from the balloon upon inflating the device. The investigation for the identified balloon rupture was also confirmed as the water starts leaking from the pinhole ruptured region of the balloon during inflation. A definitive root cause for the reported inflation issue and the identified balloon rupture could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 04/2021) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during treatment through right femoral artery via contralateral approach the balloon allegedly failed to inflate. The procedure was completed by using another device. There was no reported patient injury.